Event description:
It was reported that the implantable cardioverter defibrillator exhibited undersensing due to pseudofusion. No intervention was performed. The patient was in stable condition and will continue to be monitored.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited undersensing due to pseudofusion. No intervention was performed. The patient was in stable condition and will continue to be monitored.